Event description:
According to the police report the end user was struck by a motor vehicle while operating the motorized wheelchair at an intersection. Allegedly, as a result of the incident the end user required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the end user was operating the motorized wheelchair at the traffic signal and was determined to be in violation of traffic code cvc21456(b) - crossing against pedestrian signal. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules".